Event description:
The hyperbaric ventilator is stuck in sustained inspiratory mode.

Manufacturer narrative:
The device is currently under evaluation by the MFR. A follow-up submission will be provided upon completion of the evaluation.